Manufacturer narrative:
(B)(4). Date sent: 8/12/2024. D4: batch # 998a94. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with firing trigger and closing trigger in half-closed position and with no reload present. The firing trigger was activated and then the device could open and close without any difficulties noted. After further inspection, it was also noted that the device could be articulated without any difficulties. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. During the functional test, it was noticed that there was abnormal noise inside the device. In order to verify the condition of the internal components, the device was disassembled, and one spring was noted to be out of its intended position. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the instrument can only achieve a maximum articulation angle of 45º. When using body structures or organs as a grounding surface, particular attention should be placed to the visual cues and tactile feedback received from the instrument. When the maximum angle is reached, the force will increase indicating the maximum angle has been reached. Avoid applying excessive pressure to the tissue as tissue damage or tissue trauma may occur. The event described could not be confirmed as the device could be articulated without any difficulties noted. Although no product defect related to the reported event was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The loose spring observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 998a94, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the surgery, opened the packing, noted the articulate was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.